Event description:
It is reported that haptic broke upon loading. There is no information about the replacement lens. It is unknown if an injury or medical intervention is required. The patient's status is unknown. The product was discarded. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: (B)(6) 2024 . Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was received cut partially though the optic body. One haptic was bent. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.